Event description:
Medtronic received information regarding an imaging system being used during procedure. It was reported that during the spin, there was a rattling noise, and a piece of plastic fell out when the gantry was opened. This piece had been taped to the system. It occurred intra operatively and no reported impact to the patient.

Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to the site to test the imaging system and found that the gantry dual fans had been replaced. Multiple test spins were performed without any issues. A full preventive maintenance (pm) procedure was completed, including thorough electrical and mechanical checks. The system is fully functional and ready for clinical use. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000531, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000615, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.